Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: during surgery, the balloon leaked and broke. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.